Manufacturer narrative:
(Comorbidities were inadvertently omitted).

Manufacturer narrative:
Additional information: d10, h3 plant investigation: the actual device was returned to the manufacturer. An external visual inspection was performed on the cycler with no physical damage noted. There were visual indications of dried fluid within the cassette compartment. There were visual indications of dried particulates underneath the lower door catch post. There were no burrs or sharp edges that could have punctured the cassette membrane. The cause of the dried fluid could not be determined. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance. There were no fluid leaks in during the treatment test. The cycler underwent and passed a system air leak test, valve actuation test, and a load cell verification. The cycler tested negative for glucose. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The go gauge check failed on the left side (display side) right corner of the heater tray. The heater tray did not bottom out when placing a 5000 gram weight on the tray. An internal visual inspection of the cycler found visual evidence of dried fluid on the bottom cover between the front panel assembly and the pump assembly. The cause of the observed dried fluid could not be determined. There were no other visual discrepancies observed during internal inspection. A review of the device manufacturing records found no deviations or non-conformances during the manufacturing process. A device history record (DHR) review was performed and verified that the results of the in-progress and final quality control testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records after the patient reported a large drain. The patient also reported multiple scale reading error warning alarms during fill 1 of 6. A review of the patient¿s treatment records identified that the patient drained 8570ml during drain 1 of the treatment. This drain volume is 361% the patient's prescribed fill volume of 2371ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was shipped. Upon follow up with the pdrn it was reported that treatment was completed with continuous ambulatory peritoneal dialysis (capd). The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The reported cycler has been returned to the manufacturer for physical evaluation.